Event description:
It was reported that the patient presented at the emergency room, symptomatic of arrhythmia and dizziness. Upon interrogation, it was noted that the pacemaker exhibited intermittent loss of capture. The reported device was explanted and replaced on (B)(6) 2022. The patient is recovering from procedure.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. The device was received with backup operation output and no telemetry. Capture test was not able to be performed on the device due to returned conditions. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in end-of-service(eos) levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.